Manufacturer narrative:
(B)(4). Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited an increase in pacing impedance measurements, including high out of range measurements. Attempts to reprogram the vector were made however high out of range measurements continued to be observed. Vector ring 3 to ring 4 had high out of range measurements but acceptable threshold measurements. The vector was left in this configuration and the patient will be seen at a later date. No adverse patient effects were reported.